Manufacturer narrative:
Atrial fibrillation (af) is a common arrhythmia in patients undergoing cardiac surgery, including valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient's disease at some point in the post-operative period. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. It has been demonstrated that post-operative af tends to occur within 2 to 4 days after the procedure, with a peak incidence on postoperative day 2.70% of patients develop this arrhythmia before the end of post-operative day 4 and 94% before the end of post-operative day 6. Thus, events of atrial fibrillation occurring beyond the first postoperative week are much more likely to be due to the patient's underlying pathophysiology, rather than the implantation procedure. The root cause of this event cannot be determined with the available information. It was reported that the atrial fibrillation was almost resolved with medical intervention by pacing medication, and removing water. The surgeon commented that it was unknown if the event was device related. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that atrial fibrillation was detected on the following day of the implantation surgery of a 19mm 8300ab aortic valve. This device was originally implanted to correct aortic stenosis and regurgitation secondary to mild calcification. Atrial fibrillation almost disappeared by pacing, medication, and removing water. The patient status was reported as 'recovered'. The surgeon commented that it was unknown whether this event was device related, and it was likely due to pressure load to the atrium. Of note, a mvr was also performed at the initial surgery.

Manufacturer narrative:
H11. Corrected data - updated b5 and h6.

Event description:
Edwards received information that atrial fibrillation was detected on the following day of the implantation surgery of this 19mm valve. This device was originally implanted to correct aortic stenosis and regurgitation secondary to mild calcification. Atrial fibrillation was almost disappeared by cardioversion, medication, and removing water. The patient status was reported as recovered. The device was not returned for evaluation as it remained implanted. The surgeon commented that it was unknown whether this event was device related, and was likely due to pressure load to the atrium.